Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a dural puncture at l1 during their unrelated lead replacement procedure (manufacturer report number: 1627487-2022-00950). A blood patch was performed and the patient did not have anymore complications.